Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed a "cassette not attached properly" alarm. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to defective downstream occlusion (dso) sensor. As a result, the dso sensor and seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer was reported that the cassette was not attached. There was no patient involvement. Evaluation of the returned device confirmed the reported issue.